Event description:
The patient was seen for follow-up at which time diagnostics were run and showed to be approximately 1/3 to 1/4 depleted. The physician is concerned that the battery is draining too quickly. Device settings were received and decoded; however, still show a lower voltage which has not rebounded. There were a total of 8927 autostimulations. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation of the vns patient's generator, it was found that the generator battery was showing about half full. The physician was concerned that the battery was depleting too fast. Device settings were confirmed and programming history was received and analyzed by the device manufacturer. A decoder of the history identified that the battery voltage dropped from 3.356v to 2.869v when the battery life crossed over 7.5%. It is suspected that this voltage drop is a result of the battery life going above 7.5% and that once the device is interrogated again the voltage will be found rebounded back to normal battery consumption. This event has been previously investigated by the manufacturer. Additional relevant information has not been received to date. The patient is scheduled for follow-up with the physician to reinterrogate the device; however, has not been seen to date.

Event description:
The patient was seen for follow-up on 03/25/2016. Device settings were received and decoded; however, still show a lower voltage (2.846v) which has not rebounded. There were a total of 11115 autostimulations. No additional relevant information has been received to date.

Event description:
The patient had generator replacement surgery due to battery depletion. The hospital does not return explanted product to the manufacturer. Therefore, no analysis could be performed.

Event description:
Review of the updated decoder identified that the % of battery capacity utilized as of (B)(6) 2016 was 20.078% and the measured battery voltage was 2.812 volts. The voltage had not increased back up as suspected at this time. The 14,787 austostims were noted as well as 1,758 magnet stimulations. With the information received to date, it is unclear if the generator voltage will increase back up as previously expected/noted. No further relevant information has been received to date and there are no further conclusions which can be drawn.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #7 inadvertently listed the incorrect date received by manufacturer of 03/16/2017. The correct date was 04/13/2017.

Event description:
The patient was seen again on (B)(6) 2016, and the patient's device was at ifi=yes. The only new data available was one interrogation performed on (B)(6) 2016. 30.209% of the battery capacity was used, and the battery voltage was 2.697v. There were 7351 magnet swipes and, according to the most recent office visit data, there were 23,166 completed autostimulation's. No surgical intervention has occurred to date, and no further relevant information has been received to date.

Event description:
It was reported that the patient's device was unable to be interrogated due to battery depletion, and the patient was experiencing an increase in seizures over the previous 2 months. The patient was also not responding to magnet swipes as he had in the past. No surgical intervention has occurred to date.

Event description:
The observed battery status indicator was most likely caused by conductive debris from the manufacturing process resulting in leakage paths. The premature battery status indicator typically indicates that the generator will reach true end of service earlier than expected. No further relevant information has been received to date.